Manufacturer narrative:
This report is submitted on august 26, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.